Event description:
Moving patient from bed to stretcher, wheels were locked, bed moved. Staff had to hold and lift patient onto stretcher to prevent a fall.this was a rental bed. Biomed was able to recreate the reported problem. This is related to use error. Potential for harm. -the wheel caster locking mechanism can be misleading to users by providing a false perception of bed being locked in place. - wheel casters do not lock in all positions. Appears they lock in a front or back position, i.e linear fashion only